Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: -"the interlock: fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii diagnostic catheter.¿ -¿the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device¿. -¿in order to achieve excellent performance of the interlock: fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock : fibered idc occlusion system". (B)(4).

Event description:
It was reported that a coil migration occurred. The patient was undergoing a coil embolization procedure in the ovarian vein. A 5fr non bsc catheter was positioned. Intermittent flush was performed and the 8mm x 40cm interlock¿-35 coil was advanced. The physician manipulated the coil device back and forth quite a bit while attempting to pack it into the ovarian vein. It was ultimately determined that the coil was a little long for the intended location. While attempting to remove the coil, it was noted that the coil had stretched and detached from the pusher wire, with a portion of the coil deployed outside of the intended location. Snaring was performed to retrieve the coil from the patient. The procedure was completed with a shorter interlock coil and a non bsc coil. There were no further patient complications reported and the patient¿s status was fine.